Event description:
It was reported that sensing noise was observed on the right atrial (ra) lead and the device. No intervention was performed. The patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
It was reported that sensing noise was observed on the right atrial (ra) lead and the device. Lead damage was suspected but was not confirmed visually. No intervention was performed. The patient was stable and will continue to be monitored; there were no adverse consequences.